Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35, product type lead.

Event description:
Omitted information regarding the additional patient¿s erosion, see pe (B)(4) the patient¿s healthcare provider reported via manufacture representative that the patient experienced a lead erosion into the stomach. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. There were no further complications reported and/or anticipated.